Manufacturer narrative:
B4:23jul2021. The product service engineer (pse) was dispatched to the site and confirmed the reported problem. The pse replace the rp-touchscreen to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
The customer reported that the device had a screen failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.